Event description:
According to the reporter, following an open extended pneumonectomy left procedure for central lung carcinoma on (B)(6) 2022, where vascularisation was performed with staple suture device, there were tightness problems with the staple suture row. First, the pulmonary artery was occluded with the instrument and set down, then the pulmonary vein was occluded with the instrument including a new reload and set down. The tightness was checked and ensured. The inferior vein was supplied extra pericardially, the superior pulmonary vein and the pulmonary artery intrapericardially. In the afternoon hours of (B)(6), the surgical revision was performed in the circulatory stable patient, with shadowing in the left hemithorax and 400ml blood in the drainage. The revision revealed a coagulum without evidence of a current source of bleeding. The hilar vessel were unremarkable. The staple line leaked on left pulmonary artery stump. While in the intensive care unit at approximately 8:30 p.m. On (B)(6), after a coughing episode, the patient discharged a massive amount of blood from the drainage. The doctor on duty performed a bedside rethoracotomy under emergency conditions in the operating theatre. Multiple hemorrhage from the staple suture at stump of the pulmonary were seen. The blood loss was 500cc or more and required a blood transfusion. After intrathoracic chest compressions, a clamp could be placed centrally. During an attempt to suture the pulmonary artery, the vessel ruptured centrally of the clamp. The incision was extended for more than 1 inch (2.54cm). The surgical time was extended for 30 minutes or more. The patient hospitalization was extended when after hemostasis by compression, the patient was transferred to the adjacent cardiac surgery unit in bad bergab. There, the left pulmonary artery stump was sutured via sternotomy collaboration with colleagues from cardiac surgery under veno¿veno¿arterial extracorporeal membrane oxygenation. Despite all these measures, the patient died of multiple organ failure on (B)(6) 2022.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.